Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 3300tfx 19mm bioprosthetic aortic valve implanted approximately two (2) days was explanted and replaced with another 3300tfx 19mm. It was further learned that the patient expired after implantation of the second device due to multisystem organ failure. Pre-op diagnosis includes cardiogenic shock, acute st-segment elevation mi; severe mr, cad, respiratory failure; failed pci; drug-eluding stent thrombosis; intra-aortic counter pulsation balloon in situ and complete heart block. Emergent coronary artery bypass graft x3, mvr and avr were performed. Patient tolerated the procedures and was transferred to ICU in stable but critical condition. On pod-2, right atrial pressures elevated significantly. Echo demonstrated extrinsic compression of the right atrium. Tee confirmed presence of a mass externally compressing the right atrium and patient had persisted with hemodynamic instability. At operation, upon opening the ascending aorta, the valve was noted to be well seated but there appeared to be an area in the confluence of the right and left coronary sinuses where at least one of the valve suture pledgets had pulled through very tenuous tissue resulting in aortic insufficiency. The mitral valve appeared to be well seated when examined through the ascending aorta but the papillary muscle that was intact at the time of the original operation had ruptured and the papillary muscle, that at the original operation had been intact and was used to tether the annulus to the thin wall, was now flopping across the left ventricular outflow tract and was the mass noted on echocardiography. This was excised and sent for pathologic examination. The operative procedures included cardiopulmonary bypass, redo aortic valve replacement; exploration of mitral valve through aortic root with resection of ruptured head of papillary muscle, and initiation of venoarterial ECMO and packing of mediastinum. Patient was brought back to the ICU on ventilator, on ECMO. Patient was severely anemic with worsening ECMO flow. After long attempt of resuscitation, it was determined resuscitation was not going to be successful. Family decided to withdraw care and stop the ECMO. The ECMO was stopped and the patient expired.

Manufacturer narrative:
Device not returned. The device is not available for return; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A copy of the death certificate was requested but not made available. Per the discharge summary, this patient was gravely ill and a poor candidate with roughly a (B)(6) percent mortality rate prior to going into surgery for replacement of his aortic valve. The cause of death was provided as persistent cardiogenic shock and multisystem organ failure. As the name implies, multi-system organ failure is the failure of two or more organs. It typically results from an infectious process that ultimately evolves into sepsis in patients with chronic underlying disease. The complicated course of treatment prior to and after implant of his aortic valve most likely contributed to the primary cause of death. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.